Event description:
It was reported that the home patient (hp) experienced peritonitis. The patient was not hospitalized for the event. On an unknown date, the patient was treated with unspecified antibiotics, including vancomycin (ip, dose and frequency not reported), for three to four days. At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h12l11074. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.